Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor failure, patient removed sensor and could not see sensor wire. Patient forgot to retract needle during insertion.